Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 16jul2016 our affiliate in (B)(6) received a call from a patient (pt) who reported while wearing the 1-day acuvue trueye brand contact lens the pt was diagnosed with iritis os. The pt reported that the on (B)(6) 2016, the pt reported that a ¿lens fragment remained on the pts os since the pt failed to remove it.¿ on (B)(6) 2016 the pt consulted an eye care provider (ecp) and was diagnosed with iritis os. The pt reported that the ecp ¿administered an anesthetic to the pt to remove it.¿ the ecp instructed the pt to discontinue cl wear, ¿but the time frame is unknown.¿ the pt reported that he/she was given a prescription for sodium hyaluronate; pf ophthalmic solution and gatafloxacin ophthalmic solution 0.3%. A medical interview was refused. No additional information is available. The suspect lens was not available for evaluation. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot 5047371151 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.